Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown, seroma, infection are lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, infection, lymphadenopathy.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Device has been explanted. Patient representative reported left side "breast pain", "painful removal procedures with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement.", "double encapsulations," "asymmetry, indentations to chest", "severe pain from right shoulder/neck to right hand, excruciating pain in joints", "depression", "chronic and debilitating headaches,", "thick scarring near right under armpit and bilateral breasts, muscular twitching in right breast and shoulder, ringing in ears, chronic bloating and stomach discomfort, cognitive dysfunction and memory loss, stuttering, limited physical mobility, difficulty in daily activities such as showering, sitting, ambulating, working, and exercising, aggravation of underlying conditions including emotional distress and anxiety, other physical and emotional manifestations that are severe and ongoing.", ¿rashes on breasts, skin irritation, skin irritations and redness on shoulders and chest¿. Device has been explanted.